Event description:
It was reported that this implantable pacemaker recorded inappropriate atrial tachy response (atr) episodes showing far-field r-wave oversensing, resulting in inappropriate mode switch. The device remains in service. No adverse patient effects were reported.